Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A survey was conducted to customers using medtronic devices. In this survey, a question was asked: "what else would you like to know about the ent microdebrider system? The answer to this question was: blades break. Multiple attempts to obtain additional information for this reported event have been unsuccessful.